Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion day pump was accidentally used for the night and that "the patient experienced troubles due to this." No additional information was provided.